Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge angiocath blood control unit from lot 6292234 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter was not pointed. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that catheter was not cut and pointed correctly during production.

Event description:
It was reported that bd angiocath¿ IV catheter was defective. This was discovered before use. The following information was provided by the initial reporter: before use, hcp found a catheter tip taper was defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath IV catheter was defective. This was discovered before use. The following information was provided by the initial reporter: before use, hcp found a catheter tip taper was defect.